Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2017 with the following findings: evaluation revealed a cracked battery compartment the ok keypad button was found to be hypersensitive with no tactile feedback. The keypad cover was removed and the keypad button dome switch was cracked. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment the ok keypad button was found to be hypersensitive with no tactile feedback and the keypad contact dome switch was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/10/2017.